Event description:
It was reported that during a procedure to treat the left anterior descending coronary artery, after a trek balloon dilatation catheter was used for predilatation and held in the left anterior descending coronary artery lesion, a 2.5x12 xience v stent delivery system (sds) met resistance with the catheter during advancement through a non-abbott 6fr guide catheter and the sds catheter became kinked. The sds was removed without difficulty or resistance. However, returned device analysis revealed hypotube separation. A second 2.5x12 xience v sds met resistance with the guide catheter during advancement and the stent dislodged from the sds but remained on the guide wire inside the guide catheter. The guide catheter, guide wire, sds, and dislodged stent were removed as a single unit. The trek remained in the anatomy. A 7 fr guide catheter was inserted and the same size sds was successfully advanced. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other xience v device was reported under a separate MFR report number. Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon, stent implant and shaft, and contrast in the inflation lumen, consistent with preparation and the sds being advanced into the guiding catheter. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The distal end of the guide wire exit notch was torn for a length of 6mm. The outer jacket material was wavy. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. The hypotube shaft was separated 20.2cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separation. The outer jacket was torn and separated. There were multiple kinks noted to the hypotube. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are checked for damage and crimped stent profile. The guiding catheter used in the procedure was not used; therefore, it is unknown how it may have contributed to the reported difficulties. The sds was not advanced through a new guiding catheter due to the noted separation. In this case, it was reported that a trek catheter was also noted to be inside the guiding catheter, which likely contributed to the reported resistance. It is likely that as the sds was advanced, it interacted with the other catheter and the hypotube kinked as there was no damage noted to the sds during the inspection prior to use, which suggests a product deficiency did not contribute to the reported difficulties. Further manipulation of the sds during packing for return analysis likely contributed to the hypotube separating at the kinked location. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for damage.